Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the clips would not release out of the jaws of the clip applier correctly. The clips would fly out of the jaws of the applier and not remain in the jaws. The instrument was set aside and the case was finished with another clip applier. Extended or time by five minutes.